Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for implantation, there was no sensing or capture observed through the lead. High pacing lead impedance was also observed. While the lead was being repositioning, the stylet would not pass through the lead and the helix was not extracting and retracing with ease. The poor measurements were still present after repositioning. The lead was manually retracted and a new lead was implanted instead. A bent helix near the subclavian vein was suspected once the lead was being removed. The patient is currently in stable condition.

Manufacturer narrative:
A complete lead measuring 58.2 cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.